Event description:
Customer reported via phone call to have received a button error alarm even after changing batteries. Customer's blood glucose was 189 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.